Event description:
The customer reported that they experienced inadequate sealing on small vessels. There was no patient injury. No further information was made available by the site.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.